Event description:
The customer called in to originally report that she had low suction with her pump in style pump. Upon receipt of the product and qe evaluation on (B)(4) 2014 a breach in the transformer housing was observed, which is a safety risk.

Manufacturer narrative:
Product was received on (B)(4) 2014 and evaluated on (B)(4) 2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured at 285.6 k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.1 ohms, which is normal and indicates that the thermal fuse did not blow.